Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, episodes of inappropriate automatic mode switch caused by oversensing was observed on the right atrial lead. No intervention was performed. No patient consequences were noted.